Manufacturer narrative:
As reported, the inflated balloon of a 5f mynxgrip vascular closure device (vcd) got stuck during pullback of the device with a 5f non cordis sheath. Deployment failed and the entire apparatus had to be removed. Closure abandoned for manual pressure hold. There was no reported patient injury. The device was used for a diagnostic angiogram for peripheral arterial disease (pad). The user is mynx trained. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no kinks in the sheath or device after removal. The deployer was not pinching/pinning the balloon with the advancer tube. The reported event of ¿sealant device deployment jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. Handling factors may have been a contributing factor to the reported failure. As per step 3: remove device instructions, users are to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Based on the information available for review, there is no indication to suggest that the reported. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the inflated balloon of a 5f mynxgrip vascular closure device (vcd) got stuck during pullback of the device with a 5f non cordis sheath. Deployment failed and the entire apparatus had to be removed. Closure abandoned for manual pressure hold. There was no reported patient injury. The device was used for a diagnostic angiogram for peripheral arterial disease (pad). The user is mynx trained. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no kinks in the sheath or device after removal. The deployer was not pinching/pinning the balloon with the advancer tube. The device was not returned for evaluation, as initially was expected.